Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose at the time of the incident was 63 mg/dl which she treated with food and soda and it went up to 131 mg/dl. Troubleshooting was performed and found the customer was not disconnected during prime. The reservoir was showing the same amount of insulin as shown on the status screen, the drive support cap was recessed, the insulin pump was not exposed to a magnetic field and passed the displacement test. The customer mentioned that the settings were changed that day. She called the next day to report still having low blood glucose after the doctor adjusted the basal rates. She stated it was 223 mg/dl when going to bed and woke up at 51 mg/dl which she treated with food. The customer stated that she had small air bubbles and had over bloused. Most recent reading was 107 mg/dl. It was advised to contact the doctor regarding the issue. The device will not be returned for analysis.